Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a burnt smell was coming from the psicu station, and device was currently not usable. The customer stated that this malfunction occurred while dispensing the medication and they were unable to issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was a burning smell at the station. A field service engineer detected a burning smell and inspected all drawers in the main unit, identifying drawer 4.2 with a failed solenoid and a damaged slide rail. Further inspection confirmed the solenoid had burned out and was the source of the odor, removed the solenoid for inspection, replaced the drawer with a new half-height drawer, completed configuration and testing with the customer, who verified proper operation with no further issues reported. The system functioned as intended after the field service engineer repaired the device.